Event description:
It was reported that there was a leak from the upper of the cuff of the endotracheal tube. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received, there was no physical damage or other anomalies observed. Functional testing was performed and signs of cuff deflation were observed after one minute. The leak was observed at the proximal weld of the cuff and the trach body. No leaks were observed from the inflation line or pilot balloon. The complaint of leakage can be confirmed. The probable cause is due to an inconsistent weld around the tubing.